Event description:
It was reported that a pump experienced a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Unit rec'd inoperable due to a system error 105 caused by a failed motor (flex). The failed motor assembly was replaced.